Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed a leaking reservoir during normal use. It was stated that the insulin leak is past the second o-ring; the rings malformed in the package. Issue occurred with 3 reservoirs. Nothing further reported.